Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the keypad cover was observed to be peeling. All keypad buttons were found to be unresponsive. The keypad cover was removed; contamination was found under the contrast button contact. Unrelated to the complaint, the bolus button cover was observed to be missing. Also unrelated to the complaint, the display was observed to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The keypad button cover reportedly was peeling. The ok, up and down arrow keypad buttons reportedly were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.